Event description:
It is reported that the pt was revised due to knee pain.

Manufacturer narrative:
Eval summary: implanted components were reviewed for compatibility with no issues noted. No devices or photos were received; therefore the condition of the component is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
A review of the operative notes did not indicate any anomalies that were encountered during the procedures. A root cause remains undetermined. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. A product history search revealed no additional complaints against the related part and lot combination. This device is used for treatment. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to degenerative joint disease. Final implanted components were taken through a range of motion and demonstrated excellent stability and patellar tracking. Components appear to be implanted with the correct orientation and fit per the surgical technique. Patient underwent knee manipulation under anesthesia due to slow progression of range of motion. The patient's leg was manipulated first in flexion by applying continuous firm pressure against the proximal tibia while stabilizing the femur. Scar tissue was broken up during the manipulation. Next the patient was manipulated in extension with continuous pressure. The patient was able to achieve near full extension, lacking approximately 5 degrees. Review of revision operative notes confirms patient underwent a revision right total knee arthroplasty on due to continuous stiffness and pain. The tibial component was found to be grossly loose and therefore, was explanted. A definitive root cause remains undetermined with the information provided.